Event description:
The customer reports a false (B)(6) result in the abo forward test for a patient sample tested on the ortho provue. No erroneous results were reported.

Manufacturer narrative:
Because of transfusion history, the sample was retested using the manual gel method, with " mixed field results noted in the anti-b microwell as expected.(B)(4): service not requested.